Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. In order to address this condition, the machine operators were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received with approximately 240 ml of fluid in the bladder. A visual inspection identified a tiny white acrylic particle (approximately 0.3 square mm in size) floating in the solution of the bladder, which confirms the reported condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a plastic looking material was observed in a large volume infusor before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d002 was manufactured april 1, 2013 - april 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.